Manufacturer narrative:
During a review of our files, it was discovered that an MDR was not submitted for this issue. Based on parts missing from the package, it was determined that an MDR should be reported as a precaution.

Event description:
Facility reported that the drill bit and insertion tool were missing from the (B)(4) transbleph 3.0 device. Customer stated they had to scramble last minute to try to find equipment to work for the case. No injuries were reported in this incident.